Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be torn by the contrast and up arrow key. The issue with the keypad button malfunction was confirmed through product analysis. The "up and contrast " buttons are intermittently responding to user inputs during testing. "Contrast", "up", "down" and "ok" keys has normal spring back or click. "Contrast","up","down" and "ok" key emblem is found to be worn. There was evidence of keypad adhesive found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up and down keypad buttons were not responding properly. The reporter stated that this was an issue for more than one month. The reporter stated that the keypad was coming loose however, the buttons became difficult to elicit a response prior to the keypad coming loose. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad button response issue.